Manufacturer narrative:
The field service engineer primed, and checked the sipper and sample/reagent probe for dripping, but none was found. The sample/reagent probe was adjusted and was then acceptable. He ran performance testing that was acceptable. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg stat result from the cobas e411 rack analyzer. The initial result was 1.64 miu/ml with a data flag and was reported outside of the laboratory. A doctor questioned the result and the sample was repeated. On (B)(6) 2022. The results were 2411 miu/ml with a data flag and 2441 miu/ml with a data flag. The reagent lot number was 566671. The expiration date was provided as "2023/01".

Manufacturer narrative:
The investigation determined the sample/reagent probe was out of adjustment at the sampling position and caused premature liquid level detection and air pipetting. The service actions resolved the issue.